Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. The software was changed from version 2.0.6 to 3.2.0 on (B)(6) 2012. The device failed a self-test on (B)(6) 2012, due to a low battery. During routine testing, excessive current drain was measured. The device was disassembled for investigation and it revealed a fault with the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device status indicator was lit constantly. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended, if required.